Manufacturer narrative:
Unomedical hereby submits this supplemental report as part of its complaint remediation activities conducted under a CAPA/FDA action plan. This submission includes a retrospective reassessment of previously evaluated complaints. Unomedical is providing this supplemental information in accordance with the reporting requirements set forth in 21 cfr part 803. Any fields left blank indicate that the information is unknown, unavailable, or remains unchanged. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation results: upon review of the event description and assigned malfunction code misuse. Malfunction code not on list, it has been determined that the complaint does not allege a product malfunction has occurred. Additional information was requested; however, a lot number was not provided. No device, device components, or other visual or physical evidence was made available for evaluation. Consequently, visual inspection, retain-sample testing, or the assessment of potential product performance issues, component integrity, or manufacturing defects could not be performed. Therefore, no additional investigation activities were required. Corrective and preventive action (CAPA) determination: based on the investigation, no further action is required. The record will be closed and monitored through tracking and trending per work instruction (wi) (monthly trips and alerts). Complaint investigation - conclusion: based on the event description, assigned malfunction code, and limited information available, the reported failure could not be confirmed for this complaint. Root cause of problem: n/a - no further root cause investigation is required as the complaint does not allege a product malfunction and no specific lot number was identified, which limits the ability to trace or analyze a particular item. Corrective action as a result of the investigation: n/a - as no root cause investigation was required, no CAPA plan is applicable. The record will be closed with no further actions. Complaint unconfirmed: following investigation, the reported failure could not be confirmed for this complaint.

Event description:
To date, additional patient or event details were received which have been added in h11.

Event description:
Reference number (B)(4). Event occurred in the united states it was reported that the patient went to an emergency room (ER) and subsequently got hospitalized due to hyperglycemia on (B)(6) 2025 and was treated by intravenous (IV) and fluids of saline and insulin. The blood glucose level was 520 mg/dl at the time of event and was caused by bent cannula. The patient also used infusion set for four days which was against the instructions for use (IFU) guidelines. The patient also took correction bolus via pump to resolve blood glucose issue. The patient has not been released yet. No further information available.

Manufacturer narrative:
Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.